Event description:
The customer reported to vyaire medical issue with bellavista 1000 where there is a problem of black screen, but sometimes the machine is working normally. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, vyaire medical initiated a warranty replacement for the mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.